Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting a high, out of range shocking impedance measurement. This out of range measurement resulted in beep tones on several occassions. A shock lead integrity test (slit) was performed and also indicated a high, out of range shocking impedance measurement. An invasive procedure was performed. It was noted that one of the shock leads was loose and was not fully inserted within the header of the crt-d device. The terminal pin of the lead was advanced further back in the header and the setscrew was tightened. No adverse patient symptoms were reported.